Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch b00047580) and no similar events were noted. Assessment by merz: the events occurred in compatible temporal relationship, whereas no precise information was provided on event localization so a local relationship can only be assumed based on the wording of this report. Injection site swelling (serious), injection site pruritus (serious), injection site erythema (serious) and injection site nodule (serious) are expected based on the current valid chinese instructions for use (IFU) leaflet of belotero balance lidocaine and can occur following treatment with belotero balance lidocaine. Off label use of device was only coded for formal reasons. An injection into the neck is no approved indication for belotero balance lidocaine in china. In this case, the information provided is quite sparse and no further event details or a confirmed diagnosis or underlying conditions of the patient were provided. Nevertheless, a contributory role of the treatment with belotero balance lidocaine cannot be excluded with certainty. In the opinion of the physician, they considered the condition serious due to recurrent redness, swelling, itching, and small lumps over the past two months. Causality for the events is assessed as possibly related to the treatment with belotero balance lidocaine based on compatible temporal and assumed local relationship. This case is assessed as serious with the serious events injection site swelling, injection site pruritus, injection site erythema and injection site nodule because in the opinion of the physician potential medical intervention was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a chinese physician and concerns a 41-year-old female patient (weight: 50 kg). The patient was injected subcutaneously with a total of 1 ml of belotero balance lidocaine into the neck, for neck wrinkles (off label use of device), on 04-mar-2025. Batch number was reported as b00047580. A lot search in the global safety database was conducted. The original matching needle for subcutaneous sharp needle injection was used. This was the patients first use of belotero products. The patient's medical history and allergies were reported as none. On (B)(6) 2025, one day after the belotero balance lidocaine injection, the patient experienced recurrent redness, swelling, itching, and small lumps. Cold compress was advised as initial management. The symptoms persisted since the injection, without improvement. The physician planned to perform hyaluronidase dissolution treatment to alter the patients current condition. At the time of this report, the hyaluronidase treatment was not yet performed. The patient was scheduled for an in-hospital examination and discussion of the treatment plan. No medical diagnosis was confirmed. The outcome of the events was reported as not resolved.